Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was used in the bile duct to treat stenosis during a stent placement procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed to adjust the position, an irregular protrusion was noted. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on july 24, 2024, and august 07, 2024. The stent reached the target location and was deployed; however, the proximal end of the stent was stretched and was noted to be in an irregular shape after deployment. The stent was removed using snares.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of stent material deformation. Block h11: a wallflex fully covered biliary stent and delivery system were received for analysis. Visual inspection found that the retrieval loop was in an incorrect position. No other problems were noted with the stent and delivery system. Product analysis did not confirm the reported event of stent material deformation. The observed event of the retrieval loop being in an incorrect position was most likely due to procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was used in the bile duct to treat stenosis during a stent placement procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed to adjust the position, an irregular protrusion was noted. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: no further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of stent wire punctured sheath.

Manufacturer narrative:
Blocks b1, b2 (outcomes attrib to adv event), b5, h1, h6 (impact codes and device codes) have been updated with additional information received on july 24, 2024, and august 07, 2024. Block h6: imdrf device code a041001 captures the reportable event of stent material deformation.

Event description:
It was reported to boston scientific corporation that a wallflex fully covered biliary rmv stent was used in the bile duct to treat stenosis during a stent placement procedure performed on (B)(6) 2024. During the procedure, when the stent was deployed to adjust the position, an irregular protrusion was noted. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Additional information received on july 24, 2024, and august 07, 2024. The stent reached the target location and was deployed; however, the proximal end of the stent was stretched and was noted to be in an irregular shape after deployment. The stent was removed using snares.